Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 460 mg/dl. The customer changed the cartridge and infusion set and administered a bolus of insulin to lower the bg level. The customer was using apidra insulin.